Manufacturer narrative:
The devices were not returned and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of elastomeric devices containing fluorouracil (5-fu) have not fully infused. This was observed after 46-48 hours of patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.